Event description:
The customer reported via phone call that they received a button error alarm that they could not clear. Customer stated they have replaced the battery, but was unable to clear the alarm. The customer's blood glucose was 31 mg/dl. Customer treated their blood glucose with juice. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.